Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit has a low vacuum error message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and after running the unit for a hour he found no issue displayed or duplicated . Checked the logs - no faults or events in log. Completed pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and cleared for clinical use.